Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient has pain that starts at his ipg site and moves down his leg. It was reported, the issue had been going on for approximately one month. No further information is available at this time.